Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water would not circulate from the fluid delivery line to the pad. Although the fdl was cool, the single pad was not. As a result, the device was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water would not circulate from the fluid delivery line to the pad. Although the fdl was cool, the single pad was not. As a result, the pad was replaced with a new one.

Manufacturer narrative:
Received one used pediatric arctic gel pad with original unit labeling. During the visual evaluation of the pad, the trim pattern was performed correctly, the plastic tubes were found completely covered including clamping rings on the plastic connector and manifold connector, and the foam was found free of any damages, tears or perforations. The seal between the manifold connector and the pad was found completed sealed, the connector was verified that they were assembled correctly, and the pad's sealing pattern was found without any damages. No manufacturing issues related were noted during the visual evaluation of the pad returned. Per the functional evaluation, the pad was submitted to the flow rate test with the arctic sun machine model 2000: the white nonwoven tape was removed from the pad and was connected to the arctic sun machine model 2000 for 10 minutes and it was noted that the water did not flow throughout the pad; however, the flow rate result was 7.25 l/min.m2 (spec. 3.9 l/min.m2). A light was placed under the pad where the manifold connector was sealed and noted that the manifold connector was misaligned from the holes of the pad and this caused the restricted water flow. The reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "attach the pad¿s line connectors to the fluid delivery line manifolds. Begin treating the patient. ¿ if the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. ¿ once all the pads are primed, assure the steady state flow rate displayed on the control panel is appropriate for the number of pads connected. Number pads 1 2 3. Minimum flow rate l/m .9 1.7 2.4". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water would not circulate from the fluid delivery line to the pad. Although the fdl was cool, the single pad was not. As a result, the device was replaced.